Event description:
A clinical incident involving a mini-magnum implant was reported to arthrocare corporation. The patient complained of pain and restricted range of movement in patient's shoulder following treatment of posterior bankart repair eua/arthroscopic synovectomy (original date of treatment was not provided). Upon arthroscopic examination, a mini-magnum anchor was found sitting slightly proud of the articular surface of the glenoid rim (in patient's shoulder). The anchor seemed to have lost it's wings. No detached fragments were found during the examination. The anchor was removed and synovitis debrided.

Manufacturer narrative:
It was reported the device will be returned for investigation. A follow up report will be provided following receipt of the device and completion of the investigation. (B) (4). (B) (4)